Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during an unrelated service visit performed by getinge field service engineer the cardiosave intra-aortic balloon pump (iabp) has a broken fiber optic connector. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, d9(device available for eva), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10 additional information: poc - (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) had broken fiber optic connector. Getinge field service engineer (fse) discovered as part of safety disk field action, attached for reference. Replaced fiber optic connector broken. Otherwise unit fully functional. See attached service order (B)(4) for measurements and calibration information. Unit calibrated and passed all functional and safety tests per factory specifications. Service completed. Customer kept broken fiber optic connector for clinical education. No patient involved.

Event description:
N/a.